Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and menorrhagia ('menorrhagia') in a 38-year-old female patient who had essure (batch no. 676715) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial thickening, menses irregular and ovarian cyst nos. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included hypertension, hyponatremia, dysmenorrhea and abdominal pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/gastrointestinal or digestive system condition type: bloating") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient was found to have weight increased ("weight gain") and experienced polycystic ovaries ("pcos"). On (B)(6) 2011, the patient underwent cholecystectomy ("cholecystectomy/surgery(other) type of surgery: gall bladder removal"), 11 months 23 days after insertion of essure. On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and fatigue had resolved, the abdominal distension, polycystic ovaries and cholecystectomy outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, cholecystectomy, fatigue, menorrhagia, pelvic pain, polycystic ovaries, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure confirmation coils left: 2 and right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: result:essure device is in the ideal position. Total bilateral occlusion.. Pathology test - on (B)(6) 2016: result: result: gross description: the specimen is labeled "fallopian tubes¿ with essure coils". Each tube is serially sectioned to reveal that there are essure coils within lumen. The essure coils in fallopian tube a measures 6.9x 0.1 x 0.1 cm after stretched out. The essure coil in fallopian tube b measures 7.3 x 0.1x 0.1 cm after stretched out. There is no text on device. No mass is identified grossly. Microscopic diagnosis: bilateral fallopian tubes, salpingectomy: fallopian tube 'a ' with no pathologic abnormalities. Fallopian tube ¿b¿ with benign paratubal cysts. Essure coils within fallopian tubes, grass only.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, menorrhagia,vaginal haemorrhage , abdominal distension and polycystic ovaries. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs and mr received. Essure lot number, race and product indication added. Following events were added: abnormal bleeding (vaginal), menorrhagia, pcos, fatigue and cholecystectomy/surgery(other) type of surgery: gall bladder removal. Event severity added for: pelvic pain/ pain. Event outcome added for: pelvic pain/ pain, fatigue, abnormal bleeding (vaginal), menorrhagia and weight gain. Medical history, lab data, historical drug were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and menorrhagia ('menorrhagia') in a 38-year-old female patient who had essure (batch no. 676715) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial thickening, menses irregular and ovarian cyst nos. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included hypertension, hyponatremia, dysmenorrhea and abdominal pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/gastrointestinal or digestive system condition type: bloating") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient was found to have weight increased ("weight gain") and experienced polycystic ovaries ("pcos"). On (B)(6) 2011, the patient underwent cholecystectomy ("cholecystectomy/surgery(other) type of surgery: gall bladder removal"), 11 months 23 days after insertion of essure. On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and fatigue had resolved, the abdominal distension, polycystic ovaries and cholecystectomy outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, cholecystectomy, fatigue, menorrhagia, pelvic pain, polycystic ovaries, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure confirmation coils left: 2 and right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: result:essure device is in the ideal position. Total bilateral occlusion.. Pathology test - on (B)(6) 2016: result: result: gross description: the specimen is labeled "fallopian tubes¿ with essure coils". Each tube is serially sectioned to reveal that there are essure coils within lumen. The essure coils in fallopian tube a measures 6.9x 0.1 x 0.1 cm after stretched out. The essure coil in fallopian tube b measures 7.3 x 0.1x 0.1 cm after stretched out. There is no text on device. No mass is identified grossly. Microscopic diagnosis: bilateral fallopian tubes, salpingectomy: fallopian tube 'a ' with no pathologic abnormalities. Fallopian tube ¿b¿ with benign paratubal cysts. Essure coils within fallopian tubes, grass only.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, menorrhagia,vaginal haemorrhage , abdominal distension and polycystic ovaries. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. (Product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and menorrhagia ('menorrhagia') in a 38-year-old female patient who had essure (batch no. 676715) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial thickening, menses irregular and ovarian cyst nos. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included hypertension, hyponatremia, dysmenorrhea, abdominal pain and morbid obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/gastrointestinal or digestive system condition type: bloating") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient was found to have weight increased ("weight gain") and experienced polycystic ovaries ("pcos"). On (B)(6) 2011, the patient underwent cholecystectomy ("cholecystectomy/surgery(other) type of surgery: gall bladder removal"), 11 months 23 days after insertion of essure. On an unknown date, the patient experienced fatigue ("fatigue") and asthenia ("overall low energy"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and fatigue had resolved, the abdominal distension, polycystic ovaries, cholecystectomy and asthenia outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, asthenia, cholecystectomy, fatigue, menorrhagia, pelvic pain, polycystic ovaries, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure confirmation coils left: 2 and right: 3. Current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: result:essure device is in the ideal position. Total bilateral occlusion. Pathology test - on (B)(6) 2016: result: result: gross description: the specimen is labeled "fallopian tubes¿ with essure coils". Each tube is serially sectioned to reveal that there are essure coils within lumen. The essure coils in fallopian tube a measures 6.9x 0.1 x 0.1 cm after stretched out. The essure coil in fallopian tube b measures 7.3 x 0.1x 0.1 cm after stretched out. There is no text on device. No mass is identified grossly. Microscopic diagnosis: bilateral fallopian tubes, salpingectomy: fallopian tube 'a ' with no pathologic abnormalities. Fallopian tube ¿b¿ with benign paratubal cysts. Essure coils within fallopian tubes, grass only. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, menorrhagia,vaginal haemorrhage , abdominal distension and polycystic ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. New event "low energy" added. Plaintiffs information and concomitant condition added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.